Event description:
The health care professional (hcp) reported that the during a tumor resection surgery the zoom and focus functions of the opmi pentero 900 stopped working. The fluorescence function of the microscope could not be activated as well. Troubleshooting did not resolve the reported issues. There are no further details provided by the doctor about the surgery or the patient outcome.